Manufacturer narrative:
The monitor was manufactured march 14 2012 and the review of the device/service history record review was completed and all manufacturing inspections passed with no non-conformances. Examination of the returned monitor was unable to confirm the customer's complaint. Over 36 hours of burn-in, final and safety tests, resulted in acceptable results. No physical damage was found in the visual inspection. There was no indication or evidence of a manufacturing defect being responsible for the issue. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a vigilance 2 monitor, the displayed cardiac index (cci) value was low (about 1.9l/min). The customer thought the cci should be higher from seeing the echo, so the monitor was replaced and the parameter was about 2.6 l/min. The patient was not treated according to the values and it is unknown if any alarms were heard. No patient compromise was reported. No other system-related devices were reported as suspect.